Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of echelon 10 catheter kickback and resistance with an axium coil. The patient was undergoing aneurysm embolization surgery for treatment of a saccular, unruptured, anterior communicating artery aneurysm. It had a max diameter of 3 mm and a 2 mm neck diameter. The access vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the patient had an anterior communicating artery aneurysm and underwent stent-assisted coil embolization. A dua l-microcatheter technique was used. After both microcatheters were positioned, the coil was first delivered through one echelon-10 microcatheter. During coil delivery, a severe kickback effect occurred, and the microcatheter was withdrawn. After complete deployment of the stent, the coil was delivered through the second microcatheter. During attempted delivery of a qc-2-4-3d coil, the coil could not be advanced into the microcatheter. Despite multiple attempts, advancement remained unsuccessful. The microcatheter was withdrawn, and the procedure was completed. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Additional information received reported that no causes or contributing factors for the event were identified. The model of the second catheter that encountered resistance with the coil was model number: 105-5091-150 (lot number: unavailable). It was clarified, there was a device issue with 1 microcatheter and 1 axium coil. Resistance was in the hub. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the coil after removal because it was unable to be pushed in. There was no kink/damage observed to the catheter after removal due to the inability to be pushed in. It is unknown if there was any friction or difficulty during delivery or positioning, if the tip of the catheter was under stress, or if the tip of the catheter moved during deployment. Additional information was received. It was clarified that during the procedure, a kickback occurred with the first microcatheter during coil delivery, after which that microcatheter was withdrawn. Subsequently, a dual-system approach was used and a second echelon microcatheter was introduced for coil delivery. During attempted delivery of a qc-2-4-3d coil through the second microcatheter, the coil could not be advanced into the microcatheter. This event occurred after the kickback associated with the first microcatheter. The second echelon microcatheter was not the same catheter that had experienced the kickback. It was reported that the echelon was in position and later removed; however, information regarding whether any kink or damage was observed on the catheter after removal is unknown. Additional information was received reporting that, "the first microcatheter experienced kickback, model: 105-5091-150, lot number: we have communicated with the customer, and the information cannot be obtained. The first microcatheter was charged normally and could not be returned if it had been discarded. For the second catheter, the coil could not be delivered into it. Model: 105-5091-150; lot number: d051952."